Event description:
Information received with return of the device indicates the "patient is normal" but notes that when the device was connected to the lead, pacing was intermittent. The physician programmed the device from ddd to vvi at 120 ppm, but the results were the same. A new pulse generator was placed.